Event description:
Litigation alleges pain, pseudotumor, elevated cobalt levels, bone loss and osteolysis.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
The devices associated with this report were not returned. A search of the complaint database found no additional related reports for the lot code 2452400 . A search of the complaint database finds additional reported incidents against lot code 2275343 since its release for distribution; however, a previous review of the device history record did not reveal any related manufacturing anomalies. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
UDI: (B)(4).

Event description:
Ppf alleges metal wear and metallosis. After review of medical records, the patient was revised to address osteolysis, greater trochanter, right hip, status post total hip arthroplasty secondary to the development of reactive pseudotumor. Revision notes reported that abductors were somewhat atrophied. There was brownish fluid discoloration in the pseudotumor consistent with hemosiderin.